Event description:
It was reported that after a car accident, the patient received traumatic brain injury (subdural hematoma, cerebral edema, subarachnoid hemorrhage), pulmonary contusion with pneumothorax and respiratory failure. During ventilator treatment in volume controlled mode, the ventilator did not ventilate normally and set tidal volume was not delivered. The patient became desaturated to unknown level. The ventilator was replaced. The patient is still under treatment. (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. It was not possible to duplicate the reported event. No parts were replaced. The ventilator passed all safety and functional tests and was returned for clinical use. Provided ventilator logs were reviewed. The provided event log did not cover the reported event date and time. The technical log did not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the event. The root cause of the reported event has not been determined, but the difficulties in ventilating the patient are most likely related to not optimal parameter settings of the ventilator for the actual patient condition. There is no indication of a ventilator malfunction at the time of the event.

Event description:
Manufacturer's ref #: (B)(4).